Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced vaginal infection with discharge, dysuria and pain. The patient was prescribed antibiotics, toviaz and premarin.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Other text : device not returned.